Manufacturer narrative:
Updated annex b code

Event description:
It was reported that pump displayed malfunction alarm code, and caller had not experienced any notable events prior to the issue. There was no adverse impact to the customer's blood glucose level. Technical support provided pump reset instructions, assisted caller with resetting pump, confirmed alarm did not recur, and advised customer to continue using pump and call back if malfunction alarm appeared again, which caller acknowledged and understood.